Manufacturer narrative:
Internal insulation abrasion was noted at 50.8-53.5 cm from the connector pin. The etfe coating was intact at this location. Internal insulation abrasion was also noted at 49.8-54.5 cm from the connector pin. The etfe coating was abraded at this location. External insulation abrasion was noted at 19.6 cm to 20.0 cm and 29.8 cm to 30.1 cm from the connector pin. The etfe coating was intact at these locations. This is consistent with the observation from the field of failure to deliver shock.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the patient's right ventricular (rv) lead failed to deliver a shock. The rv lead was explanted and replaced. The patient was in stable condition throughout the procedure.